Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. An examination of the crimped stent identified that the mid-section of the stent was noted to be damaged. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2025. It was reported that the stent could not cross the lesion. The 80% stenosed target lesion was located in severely tortuous pulmonary veins. A 9.0x30x135 cm express ld stent balloon expandable was advanced for dilation. During the procedure, the stent could not cross the lesion. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a damaged stent.